Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, while sitting and playing cards he went to stand and could not breathe. He reported that while playing cards, it sounded like his machine was running. He claims that when he went to stand, it felt like a ton of bricks hit him and he could not breathe. He states that he was not getting oxygen from the machine. Even upon changing the battery he felt there was no oxygen. During the event, he claims he did not have a charger with him. The patient described that he was transported to the hospital where he stayed for 6 days for treatment, and that there were no audible or visual alarms on the device at the time of the event. There was no alternative oxygen supply for use during the device issue. He states that he is currently doing fine. The patient does have a history of copd and remains on oxygen 24/7. He received a replacement unit the next day and reported that a hospital worker called for a poc for his discharge.